Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to extrusion of the electrode lead through the ear canal. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed october 26, 2015.